Event description:
It was reported by a customer that the solid white piece that shields the needle stayed attached to the catheter hub and they had to put strong force to remove it. Verbatim: complaint via email. Email(s) attached. Near miss of needle stick injury. The solid white piece that shields the needle stayed attached to the catheter hub and the nurse had to put strong force to remove it.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.